Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, injury, and elevated metal ion levels. Update rec'd 05/01/2015 - plaintiff¿s preliminary disclosure form was received, which identified part/lot and dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/14/15. Update ad 9 apr 2018 pfs and implant stickers received. Pfs reported that the patient was revised on (B)(6) 2017. Reason for revision is not provided. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, b7, d10 (concomitant med products), h6 h6: appropriate term / code not available (e2402) is being utilized to capture injury (e20). Re-captured codes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of pfs records. In the addendum: the patient stated that currently, she is in constant pain. Felt pain throughout the right hip and lower back. The doctor told her that the pain in her back was due to her hip. The patient requires the use of a walker. She have to sleep in a recliner because she was unable to lie flat. Due to the pain in her hip, her mobility is limited and she has trouble walking, standing, and accessing stairs with her walker. She has to pay someone to assist her. Not being able to walk or stand without pain, complete normal tasks, or provide assistance to loved ones due to her hip has caused her great mental anguish and depression. If there are any findings received and once available this complaint will be updated accordingly.

Event description:
Medical records received. After review of medical records, the patient was revised to address metallosis. Operative findings include fibrotic tissue and corrosion on the trunnion. There was no evidence of alval lesions.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added description of event or problem, other relevant history and evaluation codes (patient code). Corrected initial reporter name and address. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.